Event description:
It was reported that on (B)(6) 2011, the patient presented with an acute myocardial infarction. Per angiogram, the left anterior descending (lad) artery was totally occluded and the right coronary artery (rca) had a severe lesion. The lad was stented with an unspecified promus stent without issue. On (B)(6) 2011, the patient returned for stenting of the rca; however, angiogram of the lad showed either a slight dissection just distal to the stent or an uncovered lesion, resulting in an irregular flow. A 2.75x23 promus stent was advanced to the lesion; however, resistance was felt when crossing through the previously deployed stent and the stent dislodged. The area was dilated, crushing the dislodged stent up against the vessel wall; however, upon further investigation, the dislodged stent was found in the right common femoral. The stent was successfully snared. Reportedly, the stent was never in the lad as suspected. The distal lad was stented successfully. There was no adverse sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.75x23mm promus stent is being filed under a separate medwatch MFR number. Patient presented with an acute myocardial infarction and was stented. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported dissection and ischemia are listed in the promus instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the patient presented with an acute myocardial infarction. It should be noted that the IFU states that the safety and effectiveness of the promus stent have not been established for subject populations with the following clinical settings: recent acute myocardial infarction (ami) or evidence of thrombus in the target vessel. However, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect(s) that occurred periprocedurally. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.75x23mm promus stent is being filed under a separate medwatch MFR number. Patient presented with an acute myocardial infarction and was stented. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported dissection and ischemia are listed in the promus instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the patient presented with an acute myocardial infarction. It should be noted that the IFU states that the safety and effectiveness of the promus stent have not been established for subject populations with the following clinical settings: recent acute myocardial infarction (ami) or evidence of thrombus in the target vessel. However, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect(s) that occurred periprocedurally. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.